Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message ER-3 when inserting test and ketone strips in the adc freestyle libre reader. As a result, the customer experienced chills, upset stomach, vomiting, and was unable to treat themselves. A non-healthcare professional provided unspecified treatment and brought the customer to the hospital. A blood glucose of 451 mg/dl was obtained upon arriving at hospital. The customer was provided insulin (dosage unknown), then subsequently provided dextrose and electrolytes as the customer was dehydrated and diagnosed with diabetic ketoacidosis. Blood glucose results of 319 mg/dl (after 2 hours), 219 mg/dl (after 6 hours), and 170 mg/dl (after 24 hours) were reported. There was no report of death or permanent injury associated with this event.